Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings assessed as surgical damage and observed total delamination on the valve assessed as adhesive failure. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.